Event description:
A dreamstation bipap autosv device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam degradation. Additionally, the device displayed error code (e223: low pressure regulation and e226: sensor press unreliable). The device was scrapped by the service center after the evaluation was completed.